Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during prime test and motor error alarm during basic occlusion test due to faulty force sensor. The motor passed the motor test. Unable to test excessive no delivery test due to the motor error alarm. Unable to verify excessive no delivery alarm due to the motor error alarm. The device was received with minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's mother that the customer received a no delivery alarm and a motor error alarm during bolus. Customer's blood glucose level at the time 223mg/dl. Advised insulin pump would be replaced. No additional information is provided.